Event description:
(B)(4). It was reported that death occurred. In (B)(6) 2012, the patient presented with stable angina. Subsequently, the index procedure was performed. The 90% stenosed, 20 x 2.75mm, de novo, eccentric, type c, with a below 45 degree bend, diffuse target lesion was located in the non calcified and non tortuous mid circumflex artery. The physician treated the lesion with placement of a 3.00x20mm promus element ¿stent at 14 atmospheres. Post procedure, residual stenosis was 0% with timi 3 flow. Ten days post procedure, the patient was discharged. In (B)(6) 2014, the patient died and the cause of death is unknown.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).